Manufacturer narrative:
Received two pictures showing the stick down on the lat-mc100 microclave and internal leakage. A video was shown showing leakage from the connection of the microclave to the male luer. The reported complaint of leakage can be confirmed due to the stick down on the microclave leading to internal leakage. The probable cause is unknown. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The DHR for lot 13833875 was reviewed and no non-conformities were found that would have led to the reported complaint.

Manufacturer narrative:
E1 - initial reporter phone is (B)(6). The device has been discarded; however, a photo and videos were provided for evaluation. The investigation is pending.

Event description:
The event involved a conector microclave¿ clear where the customer reported that the patient had a wet sheet, there was fluid coming from the catheter, they checked and found the connector with membrane inside. Two pictures and one video were provided showing the product issue. The event occurred during use in a patient, and no one was reported harmed as a result of this event.